Manufacturer narrative:
H6: investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they received n1 positive on covid assay from the bd max instrument with late but true amplification. When checked on genexpert and qs5, the results were negative. Customer wanted to know the reason for the amplification. Field service was not dispatched. Application specialist provided answer to the customer. No instrument issue was noted. No parts were returned to bd for investigation. Complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using genexpert and the result was negative. There was no indication that results were reported out and there was no report of patient impact assays used: unspecified covid test the following information was provided by the initial reporter: " we obtained a positive curve with the n1 target with satisfactory fluorescence despite a slightly late CT (about 35ct), negative with the n2 target. When in doubt and having other techniques, we checked this result with other techniques (qs5 and genexpert), the tests came back negative. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed using genexpert and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified covid test. The following information was provided by the initial reporter: "we obtained a positive curve with the n1 target with satisfactory fluorescence despite a slightly late CT (about 35ct), negative with the n2 target. When in doubt and having other techniques, we checked this result with other techniques (qs5 and genexpert), the tests came back negative."